Event description:
It was reported that a dependent patient presented to the emergency room with a heart rate in the 20's. The pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found no output or telemetry. The battery was at end-of-life (eol) due to normal battery depletion. After replacing the battery, normal function ensued.